Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the left internal carotid artery (ica) using a penumbra smart coil detachment handle (handle). It was noted that the patient had tortuous vessels from the aorta towards the common carotid artery. During the procedure, the physician made one attempt to detach an initial penumbra smart coil (smart coil) using the handle but was unsuccessful. A second attempt was made using the same handle and the smart coil was successfully detached. The physician then deployed a new smart coil into the target vessel and attempted to detach it using the same handle. It was observed that the marker only separated five millimeters from the black alignment zone and the smart coil did not detach. Therefore, the physician opened a new handle and successfully detached the same smart coil. The procedure was completed using the second handle and an additional smart coil without further issues. There was no report of an adverse effect to the patient.

Manufacturer narrative:
There was no visible damage to the penumbra smart coil detachment handle (handle). Evaluation of the returned device revealed that the handle was functional. The handle was tested on the handle fixture three times. The handle actuated correctly and passed for both throw distance and pull force three times. The handle was then used to detach a demonstration smart coil. The smart coil detached from its pusher assembly without an issue. The root cause of the reported issue could not be determined. Penumbra handles are functionally tested during incoming inspection by quality. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.